Manufacturer narrative:
The conclusions are as follows: - based on the patient files provided (dated of the day following the implantation), the expected overall longevity is estimated at ¿ 112 months (9.3 years). The implantation duration was 84 months, which is equal to 75% of the estimated overall longevity (75% of 112 months = 84 months). Based on hrs guidelines, no premature battery depletion has occurred. - at reception, the battery impedance was measured at 18 k. Despite this high value, the device was able to pace, sense and consume correctly. - the device¿s expertise did not reveal any abnormality. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, a kora 250 dr pacemaker was implanted on (B)(6) 2017 and explanted (B)(6) 2024. After 7 years of implant the device battery impedance rose rapidly. Technician wonder if the battery depletion was normal on this patient.

Event description:
Kora 250 dr implanted: (B)(6) 2017 explanted (B)(6) 2024. After 7 years of implant the device battery impedance rose rapidly. Technician wonder if the battery depletion was normal on this patient. A lead medtr 5568 v lead tilda r60.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.